Event description:
The customer reported the system displayed a communications error on boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and reseated several circuit boards and connectors and adjusted the 5v power supply. System operates as intended. (B) (4)